Event description:
It was reported the user was unable to get a blood pressure on the pt via the nursemate advisor. The blood pressure cuff and tubing was replaced but still the user can only get a blood pressure reading about 80% of the time.

Manufacturer narrative:
The unit was returned for eval and the problem could not be duplicated. The unit was calibrated and passed all testing. The cause for the reported inability to obtain blood pressure readings remains unknown.